Manufacturer narrative:
Unit received unable to perform the displacement due to end cap broken off noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cosmetic damage. The customer¿s blood glucose was unknown. The customer reported that the right side of the insulin pump was damaged. The insulin pump will be returned for analysis.